Event description:
The customer reported that 15 milliliter of clenz (cleaning reagent) leaked from the coulter® hmx hematology analyzer with autoloader. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) contacted the customer via telephone and the customer stated that the issue was resolved by replacing a worn tubing at pinch valve pv37. The fse was not dispatched to the customer's site for this event as the customer was able to resolve the issue by replacing the tubing at pv37. (B)(4).